Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and bipolar disorder ("bipolar disorder") in a 30-year-old female patient (gravida 4, para 1) who had essure (batch no. 20214172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010 and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included gastric operation, carpal tunnel release, multi gravida, parity 1 (live births: (B)(6) 1998), abortion, miscarriage, loop electrosurgical excision procedure, cesarean section, viral meningitis in 2002 and hernia repair. Previously administered products included for pregnancy prevention: mirena iud from 2001 to 2009, depo provera shot from 1998 to 2001 and birth control pills from 1996 to 1998. Concurrent conditions included asthma since 2008, blood pressure high since 2009, carpal tunnel syndrome since 2009, vitamin d deficiency since 2008, muscle spasms, ganglion of joint, urticaria, pruritus, contact dermatitis, eczema, cervicalgia, myelopathy, lumbar disc disease, abdominal tenderness, overweight, constipation, twitching, hypopotassemia, urinary tract infection, leg cramps, low back pain, stomach pain, myalgia, myositis, incomplete bladder emptying, rectal haemorrhage, anal hemorrhage, kidney stone, dizziness, syncope, pain in joint involving lower leg, shortness of breath, fatigue, sleep apnea, chest pain, calculus kidney, blood glucose abnormal, hyperlipidemia, cardiac dysrhythmias, cardiac valve disease, rhinitis, vaginitis, menses irregular, amenorrhea, alcohol use, marijuana use, gerd, abdominal hernia, heartbeats irregular, cervical cancer, acid reflux (oesophageal), penicillin allergy (dyspne, swelling of tongue, rash) and neuropathic pain. Family history included hypertension (father), hypertension, stroke and cancer (mother). Concomitant products included amitriptyline, amlodipine besilate (amlodipine besylate), calcium, cetirizine, colecalciferol (vitamin d), cyclobenzaprine hydrochloride, cyproheptadine, diazepam, dicycloverine (dicyclomine), docusate sodium (colace), escitalopram oxalate (lexapro) since 2008, ferrous sulfate, gabapentin, gabapentin (neurontin), hydrocortisone, ibuprofen, loratadine, macrogol (miralax), mometasone furoate (asmanex) since 2008, nasal preparations (generic nasal spray), omeprazole, potassium chloride (klor-con), psyllium hydrophilic mucilloid (metamucil), ranitidine, ranitidine hydrochloride, risperidone (risperdal) since 2008, salbutamol sulfate (ventolin hfa) since 2008, senna alexandrina (senna-gen), vicodin (hydrocodone w/acetaminophen) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced vaginal infection ("recurring vaginal infection"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), nervous system disorder ("neurological conditions or problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), irritable bowel syndrome ("ibs"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vagina area pain") and complication of device removal ("she had complications from essure removal procedure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, bipolar disorder, vaginal infection, female sexual dysfunction, migraine, headache, nausea, nervous system disorder, dysmenorrhoea, vaginal discharge, weight decreased, irritable bowel syndrome, dyspareunia, abdominal pain lower, vulvovaginal pain and complication of device removal outcome was unknown, the depression had not resolved and the visual impairment was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for complication of device removal and uterine haemorrhage with essure. The reporter considered abdominal pain lower, abortion spontaneous, bipolar disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Patient did not had any complications or problems that occurred at the time of essure placement. She did not retain the essure device or any portion of it. She had complications from essure removal procedure (unspecified). As per pfs, she experienced visual impairment ("vision/eye problems") in 2006 and in 2008 experienced depression ("depression") and bipolar disorder ("bipolar disorder") (onset prior to essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Pelvic ultrasound (B)(6) 2016, there was an ill-defined area which may represent a fibroid. X-ray abdomen (B)(6) 2017, impression: nonobstructive bowel gas pattern and stable appearance of the left renal calculus. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pelvic pain, depression, bipolar disorder, irritable bowel syndrome, dyspareunia and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Following event : bladder infection, urinary tract infection, vaginal infection were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and bipolar disorder ("bipolar disorder") in a 30-year-old female patient (gravida 4, para 1) who had essure (batch no. 20214172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010 and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included gastric operation, carpal tunnel release, multi gravida, parity 1 (live births: (B)(6) 1998), abortion, miscarriage, loop electrosurgical excision procedure, cesarean section, viral meningitis in 2002 and hernia repair. Previously administered products included for pregnancy prevention: mirena iud from 2001 to 2009, depo provera shot from 1998 to 2001 and birth control pills from 1996 to 1998. Concurrent conditions included asthma since 2008, blood pressure high since 2009, carpal tunnel syndrome since 2009, vitamin d deficiency since 2008, muscle spasms, ganglion of joint, urticaria, pruritus, contact dermatitis, eczema, cervicalgia, myelopathy, lumbar disc disease, abdominal tenderness, overweight, constipation, twitching, hypopotassemia, urinary tract infection, leg cramps, low back pain, stomach pain, myalgia, myositis, incomplete bladder emptying, rectal haemorrhage, anal hemorrhage, kidney stone, dizziness, syncope, pain in joint involving lower leg, shortness of breath, fatigue, sleep apnea, chest pain, calculus kidney, blood glucose abnormal, hyperlipidemia, cardiac dysrhythmias, cardiac valve disease, rhinitis, vaginitis, menses irregular, amenorrhea, alcohol use, marijuana use, gerd, abdominal hernia, heartbeats irregular, cervical cancer, acid reflux (oesophageal), penicillin allergy (dyspne, swelling of tongue, rash) and neuropathic pain. Family history included hypertension (father), hypertension, stroke and cancer (mother). Concomitant products included amitriptyline, amlodipine besilate (amlodipine besylate), calcium, cetirizine, colecalciferol (vitamin d), cyclobenzaprine hydrochloride, cyproheptadine, diazepam, dicycloverine (dicyclomine), docusate sodium (colace), escitalopram oxalate (lexapro) since 2008, ferrous sulfate, gabapentin, gabapentin (neurontin), hydrocortisone, ibuprofen, loratadine, macrogol (miralax), mometasone furoate (asmanex) since 2008, nasal preparations (generic nasal spray), omeprazole, potassium chloride (klor-con), psyllium hydrophilic mucilloid (metamucil), ranitidine, ranitidine hydrochloride, risperidone (risperdal) since 2008, salbutamol sulfate (ventolin hfa) since 2008, senna alexandrina (senna-gen), vicodin (hydrocodone w/acetaminophen) and zolpidem tartrate (ambien). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced vaginal infection ("recurring vaginal infection"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), nervous system disorder ("neurological conditions or problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), irritable bowel syndrome ("ibs"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vagina area pain") and complication of device removal ("she had complications from essure removal procedure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, bipolar disorder, vaginal infection, female sexual dysfunction, migraine, headache, nausea, nervous system disorder, dysmenorrhoea, vaginal discharge, weight decreased, irritable bowel syndrome, dyspareunia, abdominal pain lower, vulvovaginal pain and complication of device removal outcome was unknown, the depression had not resolved and the visual impairment was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for complication of device removal and uterine haemorrhage with essure. The reporter considered abdominal pain lower, abortion spontaneous, bipolar disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Patient did not had any complications or problems that occurred at the time of essure placement. She did not retain the essure device or any portion of it. She had complications from essure removal procedure (unspecified). As per pfs, she experienced visual impairment ("vision/eye problems") in 2006 and in 2008 experienced depression ("depression") and bipolar disorder ("bipolar disorder") (onset prior to essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Pelvic ultrasound (B)(6) 2016, there was an ill-defined area which may represent a fibroid. X-ray abdomen (B)(6) 2017, impression: nonobstructive bowel gas pattern and stable appearance of the left renal calculus. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pelvic pain, depression, bipolar disorder, irritable bowel syndrome, dyspareunia and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient (gravida 4, para 1) who had essure (batch no. 20214172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010 and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included gastric operation, carpal tunnel release, multi gravida, parity 1 (live births: (B)(6) 1998), abortion, miscarriage, loop electrosurgical excision procedure, cesarean section, viral meningitis in 2002 and hernia repair. Previously administered products included for pregnancy prevention: mirena iud from 2001 to 2009, depo provera shot from 1998 to 2001 and birth control pills from 1996 to 1998. Concurrent conditions included asthma since 2008, blood pressure high since 2009, carpal tunnel syndrome since 2009, vitamin d deficiency since 2008, muscle spasms, ganglion cyst, urticaria, pruritus, contact dermatitis, eczema, cervicalgia, myelopathy, intervertebral disc disorder nos, abdominal tenderness, overweight, constipation, twitching, hypopotassemia, urinary tract infection, leg cramps, low back pain, stomach pain, myalgia, myositis, incomplete bladder emptying, rectal haemorrhage, anal hemorrhage, kidney stone, dizziness, syncope, pain in joint, shortness of breath, fatigue, sleep apnea, chest pain, calculus kidney, blood glucose abnormal, hyperlipidemia, cardiac dysrhythmias, cardiac valve disease, rhinitis, vaginitis, menses irregular, amenorrhea, alcohol use, marijuana use, gerd, abdominal hernia, heartbeats irregular, cervical cancer, acid reflux (oesophageal), penicillin allergy (dyspne, swelling of tongue, rash) and neuropathic pain. Family history included hypertension (father), hypertension, stroke and cancer (mother). Concomitant products included amitriptyline, amlodipine besilate (amlodipine besylate), calcium, cetirizine, colecalciferol (vitamin d), cyclobenzaprine hydrochloride, cyproheptadine, diazepam, dicycloverine (dicyclomine), docusate sodium (colace), escitalopram oxalate (lexapro) since 2008, ferrous sulfate, gabapentin, gabapentin (neurontin), hydrocortisone, ibuprofen, loratadine, macrogol (miralax), mometasone furoate (asmanex) since 2008, nasal preparations (generic nasal spray), omeprazole, potassium chloride (klor-con), psyllium hydrophilic mucilloid (metamucil), ranitidine, ranitidine hydrochloride, risperidone (risperdal) since 2008, salbutamol sulfate (ventolin hfa) since 2008, senna alexandrina (senna-gen), vicodin (hydrocodone w/acetaminophen) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). In 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced vaginal infection ("recurring vaginal infection"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bipolar disorder ("bipolar disorder"), nervous system disorder ("neurological conditions or problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), irritable bowel syndrome ("ibs"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vagina area pain"), complication of device removal ("she had complications from essure removal procedure") and uterine haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, vaginal infection, female sexual dysfunction, bipolar disorder, migraine, headache, nausea, nervous system disorder, dysmenorrhoea, vaginal discharge, weight decreased, irritable bowel syndrome, dyspareunia, abdominal pain lower, vulvovaginal pain, complication of device removal and uterine haemorrhage outcome was unknown, the depression had not resolved and the visual impairment was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for complication of device removal and uterine haemorrhage with essure. The reporter considered abdominal pain lower, abortion spontaneous, bipolar disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Patient did not had any complications or problems that occurred at the time of essure placement. She did not retain the essure device or any portion of it. She had complications from essure removal procedure (unspecified). As per pfs, she experienced visual impairment ("vision/eye problems") in 2006 and in 2008 experienced depression ("depression") and bipolar disorder ("bipolar disorder") (onset prior to essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Pelvic ultrasound (B)(6) 2016, there was an ill-defined area which may represent a fibroid. X-ray abdomen (B)(6) 2017, impression: nonobstructive bowel gas pattern and stable appearance of the left renal calculus. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pelvic pain, depression, bipolar disorder, irritable bowel syndrome, dyspareunia and headache. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Essure start date updated from (B)(6) 2009 to (B)(6) 2009. Events vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, device ineffective, vaginal infection, female sexual dysfunction, depression, bipolar disorder, migraine, headache, nausea, nervous system disorder, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, irritable bowel syndrome, dyspareunia, abdominal pain lower, vulvovaginal pain, uterine haemorrhage, device monitoring procedure not performed and complication of device removal were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.